Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system's footswitch was unable to trigger x-rays. Upon troubleshooting, to resolve the issue, a wired footswitch was ordered and the customer replaced the wired footswitch. The defective wired footswitch was returned to philips for failure analysis and was found to have several places where the paint had chipped away. All anti-slip rubbers were gone, and both the exposure and second fluoro buttons were defective. The exposure button intermittently lets signals through, and the fluoro button does not allow x-ray signals at all, which confirms the failure. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence; as such, the complaint was reported. Since that time, it has been identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product should ensure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed not to use the product for any application until the user is sure that their routine checks have been satisfactorily completed. Therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch was unable to trigger x-rays. No harm to the patient or user was reported. Philips has started an investigation of this complaint.